Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter .

Event description:
Information was received from a healthcare provider (hcp) via a post-market clinical study regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump system was non-malignant pain. The patient reported a loss of all pain control on (B)(6) 2010. It was stated that the catheter was interrogated on (B)(6) 2010, and it was found that the catheter was functioning fine. There was a concern of a catheter malfunction, and the etiology was documented as the event being possibly related to the device or therapy, specifically the entire catheter. It was indicated that the event was not related to the implant procedure. The programming from the most recent refill prior to the event had occurred on (B)(6) 2010 at 08:43. It was reported that the event had resolved without sequela on (B)(6) 2010.

Event description:
Additional information was reported by the healthcare professional on (B)(6) 2016. It was indicated that the loss of pain control was possibly related to the catheter. The only action taken to resolve the loss of pain control was the catheter interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.